Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer five was not recognized on the bus. Furthermore, pocket a4 in drawer five did not release, and pocket d1 in the same drawer was also not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced the medstation es full height cubie drawer bad pockets, then reseated the row board cable, then tested and released to the customer. The system functioned as intended after the field service engineer repaired the device.